Event description:
The account alleges that the when lowering the head, it will stop, until the button is pressed again. This will happen repeatedly, until the head is lowered completely.

Manufacturer narrative:
The technician found that the linkage had been disconnected. The technician reconnected the linkage, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.